Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmissions, noise was observed on the right ventricular lead. Later, the patient presented to the pacemaker clinic for routine follow-up. Upon review, intermittent noise was observed on the rv lead. The noise had a short duration and was not associated with symptoms. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient presented remotely via merlin.net transmission on (B)(6) 2019. Review of the transmissions revealed high pacing lead impedance as well as continued noise on the lead. The patient was brought into the clinic for further evaluations on (B)(6) 2019. The patient reported experiencing a brief episode of dizziness. Healthcare provider suspected that the cause for the feeling of dizziness was most likely due to the patient being exposed to the outside heat. However, since there is an ongoing noise issue with the lead, it was decided to consult with a surgeon for possible lead extraction and replacement procedure. No intervention has been performed yet. The patient was in stable conditions except for the reported transient episode of dizziness.

Manufacturer narrative:
Additional information: device code:(B)(4) - appropriate term/code for clavicular crush the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-14329 new information received noted that the patient presented for lead extraction and replacement procedure on (B)(6) 2019. During the procedure, the right ventricular lead and right atrial lead was explanted due to potential clavicular crush. The right atrial lead and right ventricular lead shared the same access site and ran under the clavicle at the same place and may have been susceptible to clavicular crush. Also, lead fracture was noted on the right ventricular lead. The right atrial lead and right ventricular lead was replaced. The patient was stable and there were no complications.

Manufacturer narrative:
Additional information: lead body damage was noted at 20.0 cm to 22.5 cm from the connector pin consistent with clavicle crush damage. The outer coil was fractured/broken with the inner insulation breached exposing the inner coil. This is consistent with the observation from the field of ¿atrial lead and right ventricular lead shared the same access site and ran under the clavicle at the same place and may have been susceptible to clavicular crush.¿